Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Customer changed the cartridge and the alarm reoccurred. The current alarm could not be cleared. Customer could not recall if blood glucose was impacted. Customer reverted to using manual injections for insulin therapy.